Event description:
Pt tested strips using control solution and it is coming back with values below reference range. Pt states, she has not exposed the strips or control solution to heat. (Bar code obtained from reporting rph in case required: #(B)(4)). Dose, frequency, & route used: test blood sugar twice daily. Therapy date: (B)(6) 2010 to (B)(6) 2011.